Manufacturer narrative:
(B)(6). Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04-jun-2026 against "lot number 6013752 and similar malfunction code(s): no failure detected, no malfunction based on complaint information. No malfunction based on complaint information. The review confirmed that lot 6013752 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 04-jun-2026 against "lot number" criteria equal 6013752 and similar malfunction codes no failure detected, no malfunction based on complaint information. No malfunction based on complaint information. The count of complaint is 3. The complaint numbers are complaint (B)(4). Escalate to CAPA determination for statistical analysis. DHR review: the lot 6013752 was manufactured according to thework instruction (wi) version 82 and manufactured in the multivac 12, on 10-jun-2025, with a total of (B)(4). The assembly, lot 5f01513 was manufactured according to thework instruction (wi) version 30 and manufactured in the quickset line, on 09-jun-2025, with a total of (B)(4). The assembly lot 5f01514 was manufactured according to the work instruction (wi) version 30 and manufactured in the quickset line, on 10-jun-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5e05763 was manufactured according to thework instruction (wi) version 42 and manufactured in the gluing machine 04 -08, on 08-jun-2025, with a total of (B)(4). The sub-assembly. Gluing of tubing of the lot 5e05764 was manufactured according to thework instruction (wi) version 42 and manufactured in the gluing machine 04 -08, on 07-jun-2025, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: based on the classification of the malfunction code, this type of issue does not require visual testing, functional testing, or evaluation of retain samples, as it corresponds to categories such as "misuse, user related issues, or no malfunction alleged." Therefore, no retain samples were requested and no product testing was performed. Conclusion: no further investigation activities were required return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the above investigation, further investigation is required because the following threshold was met; 3 or more complaints exist for the same lot and similar malfunction. Statistical analysis result: after assessment of the failure via product trending over time with control charts, the risk has been deemed as within accepted limits. No further action is required. Complaint unconfirmed: following investigation, the report failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013280 and related malfunction codes for no malfunction based on complaint information. More than 3 complaints were identified for this lot and based on the assessment of the malfunction and product family trending over time, the risk has been deemed within accepted level. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending. CAPA determination - conclusion: based on the investigation, more than three similar complaints related to the same lot were identified, triggering a CAPA determination assessment. After completing the investigation and statistical review, the issue was deemed to be within accepted limits. No further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced high blood glucose levels on (B)(6) 2026. The event lasted for greater than four hours. The patient received treatment with correction dose from pump.